Event description:
Medtronic received information that two ped3 pipelines failed to open. Ped3-027-600-40 tracked into position distal to aneurysm location. Ped3 deployed at intended distal landing zone with good apposition. Further deployment into aneurysm outflow encountered difficulty opening the braid. Measures taken such as resheathing, deploying further braid, relaxing and loading the system did not work. The healthcare provider (hcp) decided to resheath and remove the phenom 27 / ped3 system entirely. It failed to open in the middle section, the proximal and middle section was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipelin was resheathed more than 2 times. The catheter was flushed as indicated in the instructions for use (IFU). New phenom 27 tracked into position as above, ped3-027-600-30 tracked into position distal to aneurysm. "Drag and drop" technique employed for initial deployment. Device behaved differently and opened immediately gaining strong wall apposition. The landing was distal to the optimal la nding zone and resheathing was attempted. Hcp said he could not resheath the device, clearly pulling wire and pushing microcatheter. Hcp continued to deploy the device and it opened immediately at the location which caused difficulty with the previous device attempt. However, upon deploying the proximal braid fully, the braid remained constrained over the resheathing markers. Hcp manipulated the pushwire via loading and relaxing the wire with no effect over the constrained braid. Gently pushing the phenom 27 into the braid encouraged it to spring open, however the proximal tip had a deformed fish-mouth appearance. Tracking the phenom 27 through the lumen of the device did not resolve the fish-mouthing. Phenom 27 exchanged for scepter xc and balloon angioplasty resolved the deformity, however now created a ledge to the inferior aspect of the vessel / aneurysm inflow. Decision made to telescope a second device to extend the construct to a straight segment of vessel. Phenom 27 tracked through and distal of #1ped3 in-situ, ped3-027-600-20 introduced and tracked to position. #2ped3 deployed into middle section of #1ped3 with good distal opening. Braid continued to open without issue and fully deployed with good proximal landing to the aneurysm. Angiography demonstrated proximal endoleak / malapposition. Further balloon angioplasty via scepter xc resolved the issue and final angiography demonstrated good apposition throughout the telescoped construct. It failed to open in the proximal section. The proximal section was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The patient was being treated for an unruptured, saccular aneurysm in the right intra-cavernous carotid artery. The max diameter was 11mm and the neck diameter was 10mm. The distal and proximal landing zones wre 10mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. Angiographic result post procedure was good. The patient experienced symptoms. Left sided weakness / inability to answer questions (immediately post procedure). This may resolve in time and could be due to length and complexity of procedure rather than the device itself.

Manufacturer narrative:
Event related to regulatory report: 2029214-2023-00037 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.